Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited a pre-implant monitoring voltage of 3.18. The voltage was within requirements and the device successfully implanted. Subsequent information indicated that the device was explanted for normal battery depletion and has been returned for reliability analysis. There were no adverse patient effects.